Manufacturer narrative:
Final analysis found that as received a partial lead (only connector portion) was returned in one piece measuring 11.4 cm. The reported events of noise and over-sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for follow up in-clinic. It was noted that the right atrial lead exhibited noise. During lead revision procedure, an insulation anomaly was noted on the lead, a portion of the lead was cut and the remaining lead was capped and replaced on (B)(6)2019. The patient was in stable condition.